Event description:
An endurant bifurcated stent graft was implanted during an endovascular procedure for the treatment of a 66.5mm abdominal aortic aneurysm.  It was reported during the index procedure etbf3616c145ej was deployed to the contralateral side gate and the contralateral side deployment was completed first after cannulation using a non mdt stent. The remaining part of the main body was deployed and then attempted to be removed however it became difficult to remove due to the fact that the entire circumference of the terminal aorta was calcified and it was caught in a narrow area. The guidewire was changed to non mdt wire. The spindle and graft cover were brought to the eia for docking, however, they could not be removed and considering any further danger the physician elected to perform a laparotomy within the eia and the shaft of the delivery system was removed under visual guidance. Evar was resumed and artificial blood vessel replacement was completed. During replacement of the artificial blood vessel ligation of the iia was performed and a non mdt stent was placed until the eia, and the procedure was completed. As per the physician the cause of difficulty to remove was anatomy related. The physician reported it may have been as a result of the spindle getting caught around the circumferential calcified part of the terminal aorta and while pushing or rotating the graft cover which became caught on the blood vessel and stuck. The physician commented that it was good that the product was removed forcibly when the worst case was also considered, so in the end, it was thought it was correct that laparotomy and removal were performed. It was noted that the removed spindle did not have intimia in particular. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.